Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a flashing display and that it also alarmed unexpected restart after a battery change. There was no indication of troubleshooting. It was indicated that the customer was advised to discontinued the use of the insulin pump and to revert to a back-plan. The insulin pump will be replaced and will be returned for analysis.